Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with a no power alarm. The customer is concerned that they did not receive a low battery alarm beforehand. The customer's blood glucose level at the time of incident was unknown. The customer states they do not see any noticeable damage to the batter cap area. The customer was advised to switch out the battery and monitor the device. The customer was advised to call back if issues persist.